Event description:
A malfunction was reported, identified by the code malf 12, with at least three occurrences on the pump. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump as a backup therapy while a replacement pump is being arranged by the technical support team.